Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with the operating currents within specification. No failed battery or battery out limit alarms were noted. The pump passed the unexpected restart, rewind, basic occlusion, displacement and self tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm, battery out limit alarm and failed battery test. Customer's blood glucose reading was unknown. Customer received a failed battery test, replaced the battery and then received a battery out limit alarm. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error once in a 30 day period. Customer was able to rewind the insulin pump and the alarm occurred after bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.